Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that difficulty irrigating the catheter occurred. During a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. The catheter was flushed through both ports during preparation and the catheter had drips from a pressure bag prior to insertion into the sheath the first time. After post mapping, the catheter was going to be reinserted, but the catheter had no drips and could not be manually flushed. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to return for laboratory analysis as it was disposed.